Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Counselor reported via phone call that the device had a blank display. Customer's blood glucose was unknown. Customer went swimming and left the device outside. Device had a high pitch beeping and alarmed program alarm anomaly alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump powered up properly and no blank or black display was noted. The pump was received with normal operating currents and passed the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No unexpected constant tone alert, high pitched beeping alarms, error alarms, or display anomalies were noted during testing. No damage was found on the lcd isolation tape during visual inspection. No cosmetic damage was noted during physical inspection.